Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) had a blank display at startup, with no error message. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The subsidiary biomedical engineer replaced a new single board computer (sbc) and the unit works correctly. The defective sbc board is being returned to the corporate MFR for further eval.